Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings are worn out and loose. It was determined that this created a situation where the cutter was not able to be inserted. Therefore, the reported condition was confirmed. It was determined that this was due to bearings that were no longer in axial alignment and did not allow the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It has been reported by germany that burr device did not function when in use with the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.